Event description:
It was reported that the patients chronic right atrial (ra) lead was unable to sense and was not capturing. Electrical mapping was performed. The chronic lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).